Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date of event has been estimated. The stent remains in the vessel; the delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Xxp china hosp data; patient ID: (B)(6). It was reported that on (B)(6) 2014, the patient was hospitalized for chest pain. Coronary angiography showed 90% stenosis of the distal circumflex artery; a 2.5x18mm and a 3.0x15mm xience xpedition stent were implanted. The patient was discharged on (B)(6) 2014. Information received from the four-year follow-up indicated that on an unspecified day in (B)(6) 2017, the patient was re-hospitalized at the local hospital for a myocardial infarction; medication was given. The specific hospitalization time and drug name were not provided. The patient condition was reported as improved. The patient was discharged. The relationship between the event and the device can not be judged. This patient has occasional chest pain symptoms. No additional information was provided.